Event description:
The physicians received successively two remote monitoring reports for the subject ICD where the ventricular defibrillation lead continuity values were identical (rv coil = 380 ohms, svc coil = 383 ohms). The physicians would like to know why a yellow alert was displayed regarding these values, although the values are the same? During planned follow-up interrogations, normal results are displayed for lead continuities. The physicians would like an explanation for this discrepancy.

Event description:
The physicians received successively two remote monitoring reports for the subject ICD where the ventricular defibrillation lead continuity values were identical (rv coil = 380 ohms, svc coil = 383 ohms). The physicians would like to know why a yellow alert was displayed regarding these values, although the values are the same? During planned follow-up interrogations, normal results are displayed for lead continuities. The physicians would like an explanation for this discrepancy.